Manufacturer narrative:
Alleged failure: surgeon complains that they were being shocked. Probable root cause: isolation circuit failure. Moisture gets into housing. Damaged motor. Damaged/frayed cable. Use error: the product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the surgeon was shocked by the product. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the surgeon was shocked by the product. The procedure was completed successfully.